Event description:
Patient reported being admitted to the hospital on (B)(6) 20255 due to prior amputation of leg. No additional info provided. Patient does not consent to being contacted. Reporter consents for manufacturer follow-up.